Event description:
Customer reported a high blood glucose level of 515 mg/dl. Cause was not known. The customer administered a correction bolus via the pump, and tandem technical support instructed them to conduct various inspections and checks on their equipment. No issues were found with the infusion set, tubing, or insulin storage, and it was confirmed that settings were correct. The support team guided the customer to replace supplies as necessary and continue insulin use, with further assistance offered as needed.